Manufacturer narrative:
Additional information and updates were made to section, full details are as follows: dr. (B)(6). No additional details regarding the patient, product or procedural details are available at this time. Final report will be submitted 30 days upon receipt of additional information.

Manufacturer narrative:
After use of a mynxgrip device for vascular closure (vcd), the patient had an infected groin that was treated with antibiotics and daily bandage changing. Additional information was not available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the device and the event. Patient, pharmacological, and puncture-site care factors are likely contributing factors to the infection reported. The reported complaint could not be confirmed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of a mynxgrip device for vascular closure, the patient had an infected groin that was treated with antibiotics and daily bandage changing.